Event description:
The initial reporter stated they have an issue with the cobas infinity software using with cobas infinity microbiology lab module s, serial number 48003619om4mi. There was a mismatch of the antibiogram results between the reports from two different patients that were generated using an external webservice. The customer provided an example of a questionable report versus the expected report for one patient: the questionable report contained the following information: amoxicilina-clavulanico = s, ampicilina/amoxicilina = r, piperacilina-tazobactam = no result provided, meropenem = no result provided, cefuroxima = s, ceftazidima = no result provided, cefepime = no result provided, norfloxacino = s, ciprofloxacino = s, tobramicina = no result provided, cortrimoxazol = s, fosfomicina = s, furantoina = s. The expected report contained the following information: piperacilina-tazobactam = s, meropenem = s, ceftazidima = s, cefepime = s, ciprofloxacino = r, tobramicina = s.

Manufacturer narrative:
The investigation identified the root of the reported allegation at the code level. When assigning printable antibiotics to a report, the order number to which they belong is not taken into account. So, if antibiotics from different orders are processed in a short period of time, they are assigned to the same order. The reported allegation has been verified as a software issue in cobas infinity, as the system should not add antibiogram results from other orders to a report from a given order. There was no report of any patient harm due to this issue.